Event description:
Per the clinic, the patient experienced an extrusion of the electrode array and underwent a revision surgery (specific date not reported) to repair the extrusion. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.